Manufacturer narrative:
The reported complaint of the lifeband clip would not inserted into the driveshaft slot of the autopulse platform (serial #(B)(4)) was confirmed during initial functional testing. The root cause of the reported issue was due to broken belt clip retainer and spring wave in which are likely attributed to wear and tear. The autopulse platform was manufactured in september 2008 and is over 11 years old, well past beyond its expected service life of 5 years. The belt clip retainer and spring wave were replaced to address the issue. Unrelated to the reported complaint, a cracked front enclosure and a bent battery lock were observed on the returned autopulse platform during visual inspection. The damage enclosure and bent battery lock were likely due to mishandling. The front enclosure and bent battery lock were replaced. Also, a sticky clutch plate was found, deburring was performed to remedy this issue. The root cause for the sticky clutch was due to normal wear and tear. During archive data review, multiple user advisory (ua)18 were recorded, is related to the reported complaint since the lifeband could not be inserted. User advisory- ua18 (maximum take-up depth exceeded) can occur when a patient/manikin is not present, or the lifeband. These are the most likely cause of the take up depth exceeding it parameters during shift check. The returned autopulse platform passed initial functional test. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no similar of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the lifeband clip would not inserted into the driveshaft slot of the autopulse platform (serial #(B)(4)). The user tried using several lifebands but none latched on the device. No patient involvement.